Event description:
It was reported to boston scientific that a navigator hd was used during a procedure on (B)(6), 2014. According to the complainant, during the procedure, the middle shaft of the sheath cracked. There were no detachment of any part of the device. The patient condition was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
Visual inspection done, the returned unit was consistent with the complaint incident that the access sheath broke. The sheath was damaged, the outer purple sleeve material was broken revealing the inner metal core. The sheath was bent approximately 13cm from the distal end. The sheath was collapsed in several locations. Based on the information provided, it is possible that the sheath was damaged when inserting the scope. Therefore, the most probable root cause for this complaint is operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.

Event description:
It was reported to boston scientific that a navigator hd was used during a procedure on (B)(6) 2014. According to the complainant, during the procedure, the middle shaft of the sheath cracked. There were no detachment of any part of the device. The patient condition was reported to be stable at the conclusion of the procedure.